Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 15.8 mmol/l (284 mg/dl) while wearing the pod between 5 and 24 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found bent.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. Inspection found no evidence of a damaged cannula. The pod was unable to connect to the master controller. The battery voltages were measured to be lower than expected. The pod was attached to an external power supply in an attempt at retrieving download data. Ultimately after multiple attempts the pod was unable to connect to the master controller. The pcb was removed and reattached to the external power supply in a final attempt at retrieving download data. Ultimately the pod was unable to connect to the master controller and as a result data was lost. The cause of the data loss could not be determined.